Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® ctad blood collection tube there was an issue with glass breakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for glass breakage was with the incident lot was observed. In the photo. Additionally, retention samples were selected from bd inventory for evaluation and testing and upon completion, the issue relating to glass breakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for glass breakage with the incident lot was observed. Evaluation of the customer samples was conducted and glass breakage was not observed. Additionally, evaluation and testing of the retain samples was conducted and glass breakage was not observed. Based on the investigation, a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer ctad blood collection tube there was an issue with glass breakage. There was no report of injury or medical intervention.